Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection fortum 2 g (route, frequency, and duration not reported) and injection heparin 1000 units in night exchange (route and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the effluent was clear, the antibiotic therapy was complete and the patient had recovered. No additional information is available.